Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a change in therapeutic effect. The pt was talking "nonsensical" and hallucinating following a pump increase. The day the event was reported, the pt was "almost comatose." The pt was in a nursing home. The nursing home attendant stated that the pt was lethargic, but the pt's vitals were good and pt was responding to her name. The pt has a history of strokes. The drug used in the pump at the time of the event was not hydromorphone. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.